Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2020, it was not possible to program the pacemaker in bipolar and no effective pacing spikes in unipolar were observed. According to the physician, the pacemaker paced outside of the pocket, however no pacing spikes were observed as soon as the device was placed in the pocket. This occurred several times on a pacing-dependent patient. After cleaning the leads, manual lead measurements were normal. The physician also checked that the leads were correctly connected to the pacemaker. However, the same issue was observed. The physician then decided to implant another brand's pacemaker instead and no anomaly was observed. The subject pacemaker should be returned for analysis.

Manufacturer narrative:
Please refer to the updated analysis report.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2020, it was not possible to program the pacemaker in bipolar and no effective pacing spikes in unipolar were observed. According to the physician, the pacemaker paced outside of the pocket, however no pacing spikes were observed as soon as the device was placed in the pocket. This occurred several times on a pacing-dependent patient. After cleaning the leads, manual lead measurements were normal. The physician also checked that the leads were correctly connected to the pacemaker. However, the same issue was observed. The physician then decided to implant another brand's pacemaker instead and no anomaly was observed. The subject pacemaker should be returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2020, it was not possible to program the pacemaker in bipolar and no effective pacing spikes in unipolar were observed. According to the physician, the pacemaker paced outside of the pocket, however no pacing spikes were observed as soon as the device was placed in the pocket. This occurred several times on a pacing-dependent patient. After cleaning the leads, manual lead measurements were normal. The physician also checked that the leads were correctly connected to the pacemaker. However, the same issue was observed. The physician then decided to implant another brand's pacemaker instead and no anomaly was observed. The subject pacemaker should be returned for analysis.